Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that since the day of implant the patient¿s programmer would not sync with the implant and the por message was seen. Patient services reviewed the meaning of por-power on reset, therapy has turned off and reset to shipping parameters. Patient was directed to their healthcare professional for a reset. No further complications were reported or are anticipated.